Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's pump exchange was reported under MFR # 2916596-2019-01925.

Event description:
It was reported that the patient had a long post operative course following a pump exchange. The patient had continuous gastrointestinal bleeding that started on (B)(6) 2019 and did not want continued ventricular assist device (vad) support. The patient requested withdrawal of care and passed away on (B)(6) 2019. The device operated as expected and the death was not considered to be device related. The pump would not be returned for evaluation.